Event description:
It was reported the device experienced premature battery depletion due to high thresholds on the left ventricular (lv) lead. The device was explanted and replaced and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1488tc competitor lead, (B)(6) 2003; 7122 competitor lead, (B)(6) 2013. (B)(4).